Event description:
It was reported that the atrial output connector of the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the lower case was damaged, the battery release, heart block, heart wire contacts and battery drawer were contaminated, the side bail covers were broken, the encoder flex was out of electrical specification, ventricular output setting would not change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.